Event description:
It was reported that an unspecified sensor issue occurred. The sensor was inserted into the abdomen. The patient experienced an unknown sensor issue which occurred on an unspecified day after the sensor had been inserted into the abdomen. On (B)(6) 2023, the patient called in to report he went to the hospital a few days ago because he received a continuous glucose monitor (cgm) reading of 58 mg/dl on his tandem insulin pump. No blood glucose (bg) comparison value was reported. While at the hospital, the patient lost consciousness. The patient cannot recall any of the details about his time at the hospital or the specifics about his treatment/medications. When the patient lost consciousness, the patient fell and bumped his head. The patient did recall that he had a CT scan done because of this. The patient was ¿okay¿ at the time of report. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.